Event description:
The customer reported the subject device exhibited play in the angulation and air/water supply issues. In addition, the cleaning brush was getting caught in the channel when brushing the device. There was no patient or user injury reported due to these issues. The device was returned to an olympus service center for evaluation. During inspection and testing, foreign material was found in the biopsy channel at the level of the body control unit. This report is being submitted for the malfunction found during evaluation (foreign material). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
In addition to the foreign material observed in the biopsy channel, service also found the ceiling plate was cracked, the flexibility adjustment ring was damaged, the grip and forceps channel port were shaved, the switch box was dented, the air/water and suction cylinders were discolored, the right/left knob was scratched, the suction cylinder cover was deformed resulting in loss of water tightness, there were black dots in the image due to damage to the charge-coupled device unit. The air and water supply volumes did not meet specifications due to clogging of the air water tube, the distal end cover and objective lens were chipped, the connecting tube was scratched, there was a cut on the video cable, and the video connector case was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to reprocessing method conducted by the user was different from method recommended in IFU or, the user facility staff was insufficiently trained on device handling and reprocessing in accordance with IFU. The event can be detected/prevented by following the instructions for use which state: IFU states that insert forceps inside biopsy channel during inspection prior to use and confirm whether foreign material remained in biopsy channel, or not. 3.8 inspection of the endoscopic system: 3 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. Olympus will continue to monitor field performance for this device.